Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer requested assistance with reading event log information for a medication labeled ¿drug ID 272¿ in the dataset. The only other information received was that the medication was associated with an unspecified ¿negative patient outcome.¿ although requested, no other event or patient information was provided.